Event description:
It is reported that when opening the packaging, it appeared that the paper seal on the inner box was not completely sealed. The decision was made to not use the implant due to concern over sterility.

Manufacturer narrative:
Eval summary: the packaging for a nexgen lps-flex femoral component was returned. Visual inspection of the tyvek and seal revealed that a hole may be present along the inner edge of the seal. Further investigation of the device packaging revealed that the inner seal was intact and the hole does not exist. This result leads us to conclude that the package maintained sterility. The heat seal tool was inspected for any deformities that may cause the packaging to appear to be damaged and sterility compromised. It was found that the heat seal tool was in good condition with no deformities found. A review of the item history yielded no additional complaints for same or similar conditions. Procedures were followed to not use the product if sterilization is in question. Packaging was found to be conforming and in sterile condition. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.